Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Surgeon requested advice and after discussion with abbott medical affairs clinical leadership surgeon will proceed to perform a prevue lens for the patient prior to treating one eye at a time. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigation's associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that a patient had surgery on (B)(6) 2015. At the one month post op visit it was noticed patient was overcorrected with myopia on both eyes and had decreased visual acuity. A follow up treatment is planned in 3 month waiting for refractive stability to occur. Patient pre-op visual acuity: right eye vision with correction (vcc) 1,00; vision without correction (vsc) 0,05 left eye vcc 1,00, vsc 0,05. Manifest refraction: right eye -8,25 ds -0,50dc 41a vcc 1,00 vsc 0,01, left eye -7,75 ds -0,50dc 159a vcc 1,00 vsc 0,01. Post-operative visual acuity: right eye vision without correction 0,50, left eye vision without correction 0,40. Manifest refraction: right eye +1,75 sph, left eye +1,75 sph. On (B)(6) 2015 account reported the following data: post-op data of (B)(6) 2015. Autorefraction: right eye +2,00 -0,50 137 vcc 1,0 vsc 0,32, left eye +1,75 -0,00 0 vcc 1,0 vsc 0,40. Manifest refraction: right eye +2,00 -0,50 140 vcc 1,0, left eye +1,75 -0,00 0 vcc 1,0. Post-op data of (B)(6) 2015. Autorefraction: right eye +1,75 -0,50 131 vcc 1,0 vsc 0,4, left eye +1,75 -0,25 18 vcc 1,0 vsc 0,6. Manifest refraction: right eye +2,00 -0,50 120 1,25p, left eye +1,75 -0,00 0 1,0. Retreatment scheduled for (B)(6) 2015.